Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure while the physician was making pocket for the subcutaneous implantable cardioverter defibrillator (s-ICD), he was using the cut function on the bovee and cut through a small portion of the inferior corner at base of the pocket. The physician closed the extra portion with sutures and continued with the procedure. No additional adverse patient effects were reported. The s-ICD and electrode were successfully implanted without further complications.